Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Atrial lead dislodged. It was assessed that patient now has chronic af so during revision surgery, the decision was made to remove the atrial lead and plug the is-1 port.